Event description:
It was reported that during knee procedure, after cement was applied to the component, a slice was noted in the side of the polyethylene component. Additional component was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. Evaluation of returned device found slice on edge of component. Determination could not be made as to how the slice occurred. This report filed on january 6, 2009.